Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 34-year-old female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 6 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2014. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 2-jun-2021: updating imdrf code. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy status post essure placement') in a 34-year-old female patient who had essure (batch no. B02269) inserted. The patient's medical history included cramp in lower abdomen, headache, shooting pain, urinary frequency, genital bleeding, bloating, rash, night sweats, pelvic pain female, allergic reaction, gravida ii, parity 2, nausea, vomiting, dysmenorrhea, adenomyosis, ovarian cyst, endometriosis, pelvic congestion, drug allergy, nickel sensitivity and dyspareunia. Previously administered products included for an unreported indication: iud. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the allergy to metals outcome was unknown. The reporter considered allergy to metals to be related to essure. The reporter commented: discrepancy noted in date of insertion: (B)(6) 2013 (as per mr) discrepancy noted in date of removal : (B)(6) 2013 (as per mr). Essure coil was placed easily without complication into each fallopian tube. On the right side, 2 coils were within the endometrial cavity. On the left side 4 coils were within the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: successful bilateral tubal ligation with satisfactorily positioned bilateral essure inserts. Uterine cavity is tipped, but otherwise unremarkable and no other abnormalities are seen. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: nickel allergy. Most recent follow-up information incorporated above includes: on 4-jun-2021: medical record received: event medical device removal was updated to 'nickel allergy status post essure placement'. Lot number, medical history, lab data, reporter information, patient demographic, rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy status post essure placement') in a 34-year-old female patient who had essure (batch no. B02269) inserted for female sterilisation. The patient's medical history included cramp in lower abdomen, headache, shooting pain, urinary frequency, genital bleeding, bloating, rash, night sweats, pelvic pain female, allergic reaction, gravida ii, parity 2, nausea, vomiting, dysmenorrhea, adenomyosis, ovarian cyst, endometriosis, pelvic congestion, drug allergy, nickel sensitivity, dyspareunia, heart murmur and menorrhagia. Previously administered products included for an unreported indication: iud. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) -2014. At the time of the report, the allergy to metals outcome was unknown. The reporter considered allergy to metals to be related to essure. The reporter commented: discrepancy noted in date of insertion: (B)(6) 2013(as per mr). Discrepancy noted in date of removal : (B)(6) 2013(as per mr). Essure coil was placed easily without complication into each fallopian tube. On the right side, 2 coils were within the endometrial cavity. On the left side 4 coils were within the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: successful bilateral tubal ligation with satisfactorily positioned bilateral essure inserts. Uterine cavity is tipped, but otherwise unremarkable and no other abnormalities are seen. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: nickel allergy. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: nickel allergy. Lot number: b02269, manufacture date: 2013-02, expiration date: 2016-02. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 14-jun-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a (B)(6)-year-old female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 6 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2014. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.